Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that during a training procedure for a controller replacement it was very difficult to disconnect the extension cable from the back-up controller. The procedure was repeated with other controllers and was able to be completed without issue. There was no reported patient injury as a result of this event. The controller (con183974) was returned to manufacturer for evaluation. The controller failed visual inspection due to damage on the outer grooves of the power port which did not allow them to lock when connected to a battery, however, the controller performed per specifications during the functional assessment. The root cause for the reported "poor mechanical connection" was found to be damaged power source connectors, likely due to a combination of improper handling, material durability and assembly interferences. Heartware has an open internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that while training the patient on the controller exchange procedure, there was difficulties disconnecting the extension cable from the back-up controller. Disconnecting the extension cable was attempted with other controllers without difficulty. This back-up controller was removed from service and the patient was provided with a replacement device. There was no direct patient involvement in this event. The controller was returned to manufacturer for evaluation.